Event description:
During product evaluation by a baxter service technician, an I-pump was found with a damaged electrostatic dissipative flex. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the condition was confirmed by sevice. The cause was determined to be physical damage to the electrostatic dissipative flex. To correct the condition, the micro proccessor unit board assembly was replaced. If any additional information is received, a follow-up will be sent.